Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "hardening". In addition patient reported "had a fluid collection on the left breast." Device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, seroma-late, visibility/palpability and anxiety¿product/procedure was received on (B)(6) 2023 with lot number 2978588. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as fold flaw opening, broken device on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Visibility/palpability: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Nick is observed assessed as non-penetrating nick. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "hardening". In addition patient reported "had a fluid collection on the left breast." Later reported "bilateral rupture". Device has been explanted.